Manufacturer narrative:
(B)(4). Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
Auto mode was not active at the time of incident.

Manufacturer narrative:
Device passed displacement test. Device received with cracked battery tube thread and cracked case battery tube noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer¿s blood glucose level was 431 mg/dl at the time of incident. Customer also stated that the insulin pump was damaged and there was crack on down the side where the battery and also reservoir lip ring was damaged. The insulin pump will be returned for analysis.